Manufacturer narrative:
This report is being submitted for additional information regarding the event. Please see updates to: b3, b5 and d10. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the procedure was completed with a similar device without any delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be identified. The event can be prevented by following the instructions for use which state: "·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. There were few additional findings. Bending cover adhesive was worn out. Leakage test was performed and leakage was detected at distal end and bending section cover. Engage function of angulation knob was loose. Angulation does not meet specified standards. Boot of insertion tube and remote switch had a scratch. The ultrasound probe had a slight gouge on the surface but was not affecting ultrasound function and a replacement was not required. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the forceps adjustment of the gastrovideoscope was malfunctioning and could not open fully. The issue occurred during preparation for use for an unknown procedure. The device was returned and an evaluation revealed, the distal end of the scope was chipped. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.